Event description:
Device was returned for inspection. Observations: ·toilet support rail returned fully assembled. ·all assembly indicator labels securely attached on all returned pieces ·arm rest (a) assembled to rear elbow (b) & arm rest (b) assembled to rear elbow (a)·this assembly error caused front elbow (1 & 2) to be in wrong directional orientation when front elbows were assembled to front armrests. End-user rotated front elbows (1 & 2) inward [circular identification label 1 to 1 and 2 to 2] causing front elbow to be in wrong orientation - commode rim positioning error photos and assembly instructions attached.

Event description:
Customer fell off toilet and hit her head on the tub causing a cut on her head and a possible concussion. This fall occurred because a glacier bay toilet support rail fell off the toilet as the customer was using it. Cut over right ear and possible concussion.